Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit declared a 24 volt failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse duplicated the 24 volt error while powering the unit on and the 24 volt error also was in the device history log. The fse also noted a depleted battery error. The unit had been plugged into ac power for several days. The fse checked the power cord and ac voltage to ensure it was securely connected with proper voltage going to the power supply. The unit ran for 30 minutes without any issues. The fse tested the backup battery which passed successfully. The unit also passed extended self testing (est) and electrical safety testing successfully.